Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained via: what was the initial procedure? Joint replacement. What is the procedure date? (B)(6) 2021. What was used to complete the procedure? Used another suture. Did the patient suffer from any consequence due to the issue? No. Is there any photo available for visual analysis? There isnt any photo for analysis. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's related to the reported complaint condition were identified. Note: events reported via 2210968-2021-07842, and 2210968-2021-07844.

Event description:
It was reported that a patient underwent a joint replacement procedure on (B)(6) 2021 and suture was used. During the procedure, the suture got detached from the needle. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.